Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d10 (concomitant med products). The cause of the injury was not determined due to insufficient clinical details. The cause of the bleeding at the access site was not determined due to insufficient clinical details.

Event description:
An impella cp device was inserted into the right femoral artery in a 55-year-old male patient presenting in scai stage d shock, and on multiple inotropes and vasopressors, prior to initiation of support. Additionally, extracorporeal membrane oxygenation (ECMO) support was initiated while on support. During the procedure, the physician used the longer peel away sheath. While removing the sheath, they ¿ran out of real estate¿ and had to begin peeling the sheath away while still in the patient. Due to this, the physician felt there may be damage to the artery and reported bleeding around the site. A femstop was placed. While on support, the device functioned as intended for lv unloading at p-2 at 1.7l/min with d5w sodium bicarbonate in the purge solution. There was noted limb ischemia to the ECMO (non-impella) leg. A distal perfusion catheter was in place. The noted hematoma to the impella site required two units of packed red blood cells (prbcs) once in the intensive care unit (ICU). An ultrasound of the groin confirmed a large hematoma. It was noted that the patient was on a heparin drip. After three days on support, the family withdrew care, and the patient expired. The impella is being conservatively reported for death; however, is unlikely to have contributed to the patient's death, it is most likely due to the clinical condition of a critically ill patient in stage d shock, on inotropic/vasopressor support, and multiple mechanical circulatory support devices.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
B5. Additional event description added.

Event description:
Additional information received reporting the product was discarded.